Event description:
It was reported that the device created malformed staples on the first firing. The case was completed with another device and no patient consequence. The device will be returned for analysis.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.